Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 400 mg/dl. The customer also reported that reservoir ring came off and reservoir was not able to lock in place when inserted in insulin pump. The device will be returned for analysis.